Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. Repeated messages to position the telemetry head appeared on the screen. There was no rate change in response to magnet application. An ECG showed ventricular pacing at 75 ppm.